Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: sample/s evaluation: the affected batch was hold back at final control due to failed flow rate test (slow). The batch was then reworked under sop elastomeric infusion system - correction procedure (hc-my01-m-5-4-16-021-0), clause 6.5.1.7 rework method: all open package rework. Under this rework method, new flow restrictor including new filter was replaced to the pump. After rework process, the batch was tested as per in-process (doc. No.: hc-my01-m-5-4-10-407-0) and final control (doc. No.: hc-my01-5-4-10-601-0) specification. The batch was released passed all test, which including flow rate test. Final control flow rate report of affected batch 22f03ged8r was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -9.06% and -0.78%. As no complaint sample was received, further investigation is not possible. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2 ml/hr to 2.36 ml/hr. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause : cause could not be determine as no complaint sample was received, further investigation is not possible. Corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable justification: not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "pump-flow rate-fast" according to the customer: "diffusion over 24-36 hours instead of the planned 48 hours."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.